Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the port section of the device was detached. During a percutaneous coronary intervention (pci), a 5-in-6 guidezilla¿ was selected. Upon using this device, it was noted that the port section was detached inside the guide catheter. The device was removed completely together with the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of a guidezilla guide extension catheter in 2 pieces. Microscopic and tactile examination revealed numerous kinks and numerous spots of damage in the shaft. Microscopic examination revealed a separation at the collar/proximal shaft location. Microscopic examination revealed the ptfe pulled out of the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the port section of the device was detached. During a percutaneous coronary intervention (pci), a 5-in-6 guidezilla was selected. Upon using this device, it was noted that the port section was detached inside the guide catheter. The device was removed completely together with the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.